Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the pump powered off without alarming. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue not resolved during troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box history revealed that the last basal delivery was recorded from (B)(4) 2013. Power on reset (por) events was observed on (B)(4) 2013. The battery voltage recorded before the ¿por¿ events was above the ¿low¿ and ¿replace¿ battery thresholds at 1.28vp and 138vp. A visual inspection revealed no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump and maintained electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The device was exercised for 24 hours; no power interruptions or alarms occurred during testing. An external power supply was used to simulate ¿low battery¿ warning and a ¿replace battery¿ alarm. The pump gave the appropriate visible and audible battery warnings and alarms. The pump¿s cover was removed; the printed circuit board (pcb) inspection revealed no intermittent conditions found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.